Event description:
It was reported that while using night aligners, the patient's left front tooth was still crooked and the tooth next to it when the aligners bite didn't touch down there a significant gap between top and bottom row, crossbite at teeth #10 and #26.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.